Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml at 600 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient had a 3 week history of headaches following airline travel, relative to (B)(6) 2019. There was no swelling at the lumbar site or pump pocket. There was no recent fall or trauma. The patient was scheduled to have an MRI on (B)(6) 2019 due to the headaches. It was also noted that the second refill of the pump was being performed on (B)(6) 2019 and when she accessed the reservoir the fluid had a bloody and yellow tinge to it. She continued with the refill and was able to refill the pump without difficulty. She aspirated some of the contents of the pump during the fill and the fluid was clear. The rest of the refill procedure was unremarkable and she felt that she was in the reservoir. The expected reservoir volume was 6.5ml and the actual reservoir volume was 7ml. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-feb-11. It was reported that per the physician's assistant for neurosurgery, the patient's "MRI brain read" was normal. The patient's weight was provided. No further complications were reported.